Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, the device would no longer open. Tissue around the jaws was resected and the device was removed. Another device was used to complete the procedure without incident. There was no bleeding and no patient injury.